Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer experience a blood glucose (bg) level of 600 mg/dl with a dangerous level of ketones. The contact took the customer to the emergency room (ER) to be treated. After a few hours the customer left the ER feeling better with a bg level of 180 mg/dl. A possible cause of the high bg was not reported. There was no device malfunction reported.